Event description:
It was reported that the device exhibited over-sensing of myopotential inhibition. Device reprogramming was discussed. No other information was provided, and no patient symptoms were reported.